Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). The returned leads were analyzed and the reported event was confirmed. With all the available information, boston scientific, concludes the cause of the reported event could not be determined. The as reported observations with testing of the product return. However, visual inspection revealed that the lead was cleanly cut approximately 30.5 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that the patients leads were having high impedances. The patient underwent a revision procedure wherein the leads and the clik anchor were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4); product family: scs-lead fixation, upn: m365sc43180; model: sc-4318, batch: 24553985.

Event description:
It was reported that the patients leads were having high impedances. The patient underwent a revision procedure wherein the leads and the clik anchor were replaced. The patient was doing well postoperatively.